Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump has a malfunctioning button and the screen is dimmed and discolored. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/24/2014.